Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 2610691. All information has been consolidated into this report. Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, an opening on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.